Manufacturer narrative:
The repair inspection confirmed the customer¿s reported malfunction, permanent reboot occurrence with error message e433 which was isolated to a defective motherboard. Other defects observed, the ribbon cable (150-357-a) has cosmetic damage but does not affect the functionality. Also, an old low voltage power supply cable is being used with the device (non-defect). The legal manufacturer (oste) performed a review of the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The exact cause of the mother board failure is unknown, however, the error e433 is a known issue. The e433 error will occur if the effective value of the output signal falls below the specific limit. As a safety precaution, the device restarts. If the cause of the error persists, unlimited permanent restarts may follow, then the device is no longer usable. The e433 error can only occur during device start-up. Possible causes are: defective motherboard due to a short circuit (of ntc1 resistor) defective motherboard due to a defective adc. In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Event description:
The customer informed the olympus field service engineer, the high frequency electro-surgical generator unit ¿auto reboots¿. The customer reported problem was found at during reprocessing/preparation for use of an abdominal surgery. There was no delay, and the intended procedure was completed using another generator. No death or injury and no impact to patient or other was reported to olympus (patient no under sedation). The generator was returned to the olympus repair center for evaluation and the inspection identified an e433 error which was isolated to a defective motherboard. This report is being submitted to capture the e433 error with auto restart malfunction.

Manufacturer narrative:
This report is being supplemented to correct h6 type of investigation. 4110-trend analysis should not be selected on the initial report. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.